Event description:
It was reported that the stimulation was unable to be adjusted. The display on the patient programmer (pp) was showing the ¿call your doctor¿ icon and a 574 code. The day of the report was the first time this code was seen. It was reviewed with the manufacturer¿s representative (rep) that either the implantable neurostimulator (ins) wasn¿t properly initialized by the clinician programmer or the programming had been lost. The rep. Was able to check with the clinician programmer and confirmed this was the case. The rep. Did change some settings with the programmer to try and troubleshoot and noted she would add the programming back in. The rep. Confirmed the pp was now working.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).